Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's act button was not responding properly during the rewind process. Customer's mother stated that the act button had to be pressed several times to get a response. The customer's mother reported that this issue began approximately one month prior to the call. Blood glucose level at the time of the incident was 109 mg/dl. Customer's mother did not list any significant events leading up to the error alarm. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.